Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient was found to be infected with mycobacterium chimaera. The patient was initially operated in (B)(6) 2016 however due to an endocarditis cause by the mycobacterium chimaera infection an additional surgery was necessary. The customer reported that a heater-cooler system 3t was used during the first surgery.

Manufacturer narrative:
Livanova (B)(4) was informed that the patient passed away on (B)(6) 2018. Livanova (B)(4) requested further information several times which were not made available. Therefore no further investigation can be performed. As no further information was provided the reported issue could not be confirmed or reproduced. Corrective actions are in progress for this issue.

Event description:
See initial.